Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had their implantable pulse generator (ipg) reprogrammed in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event. The patient stated they now feel "woozy" and lightheaded when they attempt to stand up. The device remains in use. No further patient complications have been reported as a result of this event.